Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err 121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and screen error alarm and firmware errors were observed. The reported event of the receiver displaying err 121 was confirmed. A root cause could not be determined.